Manufacturer narrative:
A review of the provided x-rays and patient records found that cup malposition in very low inclination and very high anteversion in combination with early postoperative joint capsule laxity after arthroplasty caused a dislocation after a squatting movement of the patient in the mdm liner system of an intraprosthetic type. The irreducible nature of the dislocation is a procedure-related design characteristic virtually always requiring open revision. No device related issues were found. Device remains implanted.

Event description:
It was reported that the patient was revised due to dislocation. During surgery it was noticed that the inner diameter head disassociated from the plastic mdm liner.